Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that caller stated that they were using a purewick female external catheter. They used it in the hospital without issue, but when they used it at home for the first time last night urine got into the bedding. They had already performed the cup test and confirmed suction device was working appropriately. Also slowly poured water over the wick after reconnected and noted none of the water made it to the canister. Offered to get the wick in for investigation and confirmed they wanted to do this and expressed their displeasure with the experience so far. Attempting to educate them on placement and importance of keeping the wick in place at night. Stated they already adds a depends over the wick and has already watched the educational video on placement. Transferred/announced caller to product complaints, but caller hung up while waiting. They will follow up with them directly.

Event description:
It was reported that caller stated that they were using a purewick female external catheter. They used it in the hospital without issue, but when they used it at home for the first time last night urine got into the bedding. They had already performed the cup test and confirmed suction device was working appropriately. Also slowly poured water over the wick after reconnected and noted none of the water made it to the canister. Offered to get the wick in for investigation and confirmed they wanted to do this and expressed their displeasure with the experience so far. Attempting to educate them on placement and importance of keeping the wick in place at night. Stated they already adds a depends over the wick and has already watched the educational video on placement. Transferred/announced caller to product complaints, but caller hung up while waiting. They will follow up with them directly.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The DHR review could not be performed without a lot number. The labeling is found to be adequate. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.